Event description:
It was reported that the patient's pocket was infected and the wound would not heal. On (B)(6) 2011 the neurostimulator was relocated to the patient's right side. The pocket site remained infected until the end of (B)(6), when it was healed after intervention by a wound healing specialist. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, lot # v594185, implanted: (B)(6) 2011, explanted: na; programmer model 3037, serial # (B)(4).